Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, transseptal access was obtained with the flexcath cross needle, but the dilator was unable to be advanced across the septum. Intracardiac echocardiography imaging then showed an area of higher density on the lower portion of the septum that could not be identified, and a transesophageal echocardiogram was performed that noted the same area. The flexcath cross and sheath were removed from the patient, a short sheath was placed, and the wire was removed. The case was aborted under general anesthesia. No further patient complications have been reported as a result of this event.